Manufacturer narrative:
Please see d4 and e1 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The instruction manual of gf-uct140-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is olympus. The air/water channel, auxiliary water channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The manual detergent is olympus and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed. The storage practice is hanging the scopes vertically, and desconocida is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the ultrasonic gastrovideoscope tested positive for over 10,000 colony forming units (cfus) of enterobacter cloacae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.